Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up between 7:00 am to 8:00 am and was throwing up and his mouth was dry. He was confused and dizzy. He attempted to check cgm and bg values, however he did not remember the values he obtained. He did not remember receiving any alarms or alerts. He changed his omnipod 5 insulin pump from control iq to manual mode and gave himself an insulin dose and he went back to bed to rest. The amount of insulin was not specified. At some point the cgm value displayed ¿high.¿ several hours later he continued to feel unwell and called a neighbor to take him to the emergency room (ER) and arrived at the ER at 1:30 pm. At the ER the unspecified cgm values continued to be high, and a bg fs by the nurse was 450 mg/dl. He was diagnosed with diabetic ketoacidosis and transferred to the ICU. Treatment included IV fluids and insulin. His condition improved, and two days later on (B)(6) 2025 he was discharged home in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.